Event description:
Additional information reported that the patient experienced severe pain from their kidney area and was vomiting from the pain. The patient went to the emergency room and received computed tomography and medication. The patient also reported that they did not currently have a healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient got the device for chronic kidney and bladder infections and had very good luck until monday when she developed a severe painful kidney infection and went to the emergency room (ER). She was concerned her device might not be working right and wanted to find a healthcare professional (hcp) that worked with the device. The patient was looking for a hcp in the area she moved to and would follow up with the hcp to have the device checked. The issue started on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.